Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a penumbra system 5max ace reperfusion catheter. During the procedure, the physician advanced the 3max catheter into the patient and then advanced the 5max ace catheter over the 3max catheter. The aspiration pump was turned on and the 3max catheter was removed from the patient. Upon examination, the 3max catheter was found fractured and a piece had broken off inside the patient. The fragment of 3max catheter was aspirated from the patient using the 5max ace catheter. The procedure successfully continued using the same 5max ace catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 3max was kinked approximately 99.5 cm from the hub. The 3max was stretched from approximately 124.0 cm to 131.0 cm from the hub, and again from approximately 136.0 cm to 147.0 cm from the hub, where it was fractured. The returned wire was stuck inside the 3max, and extended beyond the fracture of the catheter. The tip of the wire was coiled up into loops with approximately a 0.6 cm diameter. The distal fragment of the 3max was kinked approximately 0.5 cm from the distal end, and stretched from approximately 9.5 cm from the distal end to the proximal end. The 5max ace was kinked approximately 1.0 cm and 91.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a clot aspiration procedure in the middle cerebral artery using the 3max, 5max ace, and the wire. After the physician had withdrawn the 3max and the wire from the patient, he noted that the 3max looked different. Images of the vessel revealed that there was a broken segment of the 3max in the middle cerebral artery. The broken segment of the 3max was aspirated using the 5max ace. The same 5max ace was used to aspirate the clot and the case ended shortly thereafter. Evaluation of the returned devices revealed that the wire that was stuck inside the lumen of the 3max was looped in the distal end. This type of damage may have occurred due to excessive force used during manipulation of the wire against resistance. Further evaluation revealed that the 3max distal shaft was stretched and fractured. This type of damage may have occurred due to excessive force used during withdrawal of the 3max catheter against the resistance caused by the wire. If the distal end of the wire became lodged in the 3max lumen and an attempt was made to withdraw the 3max over the wire, it is likely that stretching and fracturing would occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.